Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: the motiva flora® tissue expander must be filled via an integrated port, which is found via an external motiva flora® port locator through the rfid signal emitted by the air wound coil placed inside the needle stop. The air wound coil is intended to interact with the port locator to identify the location of the injection port motiva flora® tissue expander contains a rfid transponder that provides an electronic serial number (esn) that is unique to each device, so it can be matched to a database of internal records for traceability. The use of an rfid signal to identify the center of the injection port is an innovative technology not available in other tissue expanders on the market. Malfunction of the expander in the early postoperative period is rare. Proper placement of the expander and confirmation of port patency after skin closure during the operative procedure should be sufficient to avoid need for any revision surgery. A motiva flora® port locator is required to locate the injection site. It is an external reusable device that uses rfid technology which is compatible only with the motiva flora® tissue expander. While the injection site can be generally identified by palpation, to avoid breast tissue expander perforation always verify and confirm its location using the motiva flora® port locator before each filling. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
Costa rica. It was reported that the injection port was not found (sn: (B)(6). No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.